Event description:
I have had multiple issues since this date. My breast implants have caused turmoil beyond fathom. Some issues but not limited too are fibromyalgia, tremors, brain fog, fatigue, dizziness, chronic sinus infections, blurred vision and gastroparesis. I have had multiple blood test. Breast cysts, tremors, pins and needles, chronic pain, chronic sinusitis. FDA safety report ID # (B)(4).